Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and seven months of post deployment, computed tomography of abdomen without contrast demonstrated that there was caval perforation. Grade 3 perforations of the 9, 10, 11, 12 and 1 o¿clock struts to abut the duodenum. Grade 1 perforation of all of the other legs. No substantial tilt. No migration. No definite inferior vena cava stenosis. No definite missed or fractured struts. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Approximately four years and seven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.